Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted about 12 years ago, but he never used his audio processor after switch on, as he claims he didn't get any benefit from the device. During that time the medel representative couldn't reach him to provide assistance. Recently, he contacted the hospital and the surgeon in turn contacted med-el with the plan to reimplant the patient with a bone conduction implant which was done on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient performance problem. Mechanical damages found during investigation are attributable to the removal surgery. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling to the round window. It was reported that the floating mass transducer was found to be covered in tissue and no longer placed properly at the time of explantation. This is a final report.

Event description:
The user was implanted about 12 years ago, but he never used his audio processor after switch on, as he claims he didn't get any benefit from the device. During that time the medel representative couldn't reach him to provide assistance. Recently, he contacted the hospital and the surgeon in turn contacted med-el with the plan to reimplant the patient with a bone conduction implant which was done on (B)(6) 2022.